Event description:
The external pulse generator was returned to the manufacturer for repair due to physical damage, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, lead flex cover, release spring, battery drawer, and battery flex contaminated. Upper and lower cases, ring cover, and two side bail covers broken. Ring and two side bails missing.